Event description:
It was reported that the patient was experiencing an increase in seizures recently. It is unknown what the relationship to pre-vns baseline levels is. It was also reported that the generator was showing eri = yes. The patient underwent generator replacement surgery on (B)(6)2010. Attempts for further information and product return have been unsuccessful to date.